Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation of this pressure monitoring kit with a vamp concluded that a potential root cause of detached pressure tubing could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
One triple dpt - vamp plus kit was returned for examination. The reported event of "arterial line is separating from the rest of the kit" was confirmed. The pressure tubing had detached from the bond joint with a vamp plus reservoir stopcock. Indication of bonding material was evident on the tubing bond surface area. The tubing outer diameter near the point of detachment was measured and found to be within specification. No other visible damage was observed from the kit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
Correction made to concomitant medical products field.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that with use of a disposable pressure transducer with a vamp plus, the pressure line separated from the vamp plus syringe. No patient complication reported. Attempts are being made to obtain additional information. If received a supplemental report will be forthcoming. Patient demographics are not available at this time.